Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose was below 70 mg/dl at the time of the incident. The customer treated with carbs. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.